Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, it was found that the peep was out of spec and the constant positive pressure alarm failed. The cause of the issue was found to be the faulty valve diaphragm. The valve diaphragm was replaced as well as the MRI battery, sintered filters, and o rings. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device cpac was beeping failure. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.